Manufacturer narrative:
H3: one device was received for evaluation. It was reported that the pump starts to alarm shortly before the self-test is completed. Customer issue was confirmed. Pump beeps sporadically (cassette sensor defective). Visual test was performed. Dso sensor will be replaced. Resolution of the reported issue was confirmed by the technician and the device will been submitted for functional and delivery testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated that the pump starts to alarm shortly before the self-test is completed. The event occurred in the workshop while the pump was being checked for re-use. There was no patient involvement.